Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's hip was revised due to dissociation of the head from the stem. Intra-operatively, severe wear of the trunnion and wear of the poly liner were observed. Patient was revised to a restoration modular stem construct, ceramic femoral head, and another poly liner. Rep confirmed that no further information will be released by the hospital or surgeon.